Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.